Event description:
This medwatch is being submitted to report the possible reinfusion of hemolyzed red blood cells to a plasma donor as indicated by discolored urine. During the plasmapheresis procedure in 2005, at approx 8:15 am, the plasmapheresis instrument had just gone into its return cycle when the operator noted red color in the plasma line that had not yet reached the hemoglobin sensor. Due to cells being returned (approx. 71ml) before the operator could evaluate the cause of the red color, the operator stopped the procedure and disconnected the donor. The center medical supervisor advised the donor to watch for symptoms such as discolored urine or flank pain, and to see his personal physician immediately if symptoms developed. The donor did not experience any symptoms while at the center. The center followed up with the donor at 5:30 pm on the same day and the donor stated he had not experienced discolored urine or other symptoms. Five days later when the donor returned to the center to donate again, the donor reported he had experienced red colored urine the second time he urinated on event date but after that had had no problems. The donor did not seek medical attention.